Event description:
Pt in electrophysiology lab for afib ablation procedure. During case pt's bp dropped, groin assessed, no hematoma noted but physician noticed that side port of 16 french in right femoral vein was disconnected from IV and stopcock was pulled from 16 french sheath (stop cock is detachable and not permanently attached to the sheath) pt was bleeding with blood collecting inside the pocket on the drape. Side port was immediately closed. Anesthesiologist notified, crna at bedside. Stat blood ordered, albumin and ivf administered. Pt transfused with 3 units of prbcs. Ebl ~ 2800 ml. Procedure aborted. Pt extubated and taken to pacu (post anesthesia care unit); pt hemodynamically stable and neurologically intact. Pt transferred to telemetry and remained stable overnight.